Event description:
It was reported that device stored quite a few noise episodes and some high ventricular noise episodes. The noise was not reproduced with movement, and could not be reproduced with pocket manipulation. Loose set screw was suspected.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.